Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device was flushed with saline prior to use, there was not much saline exiting the marker lumen; however, the device was still attempted within the patient. It should be noted that the perclose prostyle instructions for use (IFU) states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the perclose prostyle suture mediated closure device if the marker lumen is not patent. It is unknown if the reported violation of the IFU contributed to the reported difficulties. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to an interventional thoracic endovascular aortic repair (tevar) procedure. Reportedly, when the device was flushed with saline prior to use, there was not much saline exiting the marker lumen. Despite this, the device was inserted into the patient; however, there was weak flow through the marker lumen, so the device was removed from the patient. Outside of the patient, the device was again flushed with saline; however, this time, there was there was no flow through the marker lumen. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the tevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 clarifier- use after damage. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.